Manufacturer narrative:
The lens was removed/replaced in the initial procedure. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after a zcb00 27.0 diopter was implanted, the doctor noticed a vitreal tear and had to perform a vitrectomy. The doctor replaced it with a different lens during the same surgery. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 08/28/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the haptics were correctly placed. No damages were identified on the lens. The customer's reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.